Manufacturer narrative:
Medwatch submitted to the FDA. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides. The current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "pain", "vomiting" and "inflation" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic."

Event description:
"Patient presented abdominal pain and vomited. Balloon hyperinflated."

Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 7/oct/2020. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 9/sept/2020. A deflated balloon with significant blue/green discoloration and unknown particles was returned. There are numerous small tears "slits" with jagged edges on the shell which is consistent with a surgical instrument for removal purposes. There are several holes on the shell; therefore, no functional testing could be conducted. The complaint could not be verified due to the condition of the returned balloon.